Event description:
It was reported to medtronic minimed that the customer experienced battery not lasted more than 48hrs-sometimes only 24hrs. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for low/short battery lifetime. Customer reported receiving replace battery alert/ replace battery now alarm. Troubleshooting was performed for replace battery now alarm. Customer has not received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed pump alarmed low battery alert three times between 01/14/2025 14:27:00.000 to 01/18/2025 02:08:00.000 in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Customer experience an unexpected power loss of less than 7 days per the pump history records. Batter loss and battery lasts less than expected were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.